Event description:
It was reported the prostyle device failed during an unspecified procedure. An unknown method was used to achieve hemostasis. No additional information was provided at this time.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date.

Event description:
Subsequent to the initially filed report, additional information received stating: it was reported this was an arteriotomy closure of a calcified left common femoral artery using the pre-close technique via a 12f sheath hole prior to an interventional procedure. Reportedly, two prostyle devices failed when releasing the suture as a cuff miss occurred. Femoral access was closed surgically and the procedure continued with groin access. The procedure was completed and hemostasis was achieved via manual suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The failure to cycle was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. The root cause of the reported difficulty and the subsequent treatment is based on the circumstances of the procedure. The device condition does not match the event details. The cause of any difficulty cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: corrected date of event. D9: corrected device available for evaluation from ni to yes. E1: corrected first name/last name/title. E3: corrected occupation. H6: medical device problem code 2610 was removed.